Manufacturer narrative:
H3 and h6 codes, updated. No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review could not be performed as the lot number was unknown.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump emitted a constant beeping sound. The patient woke up to continuous beeping. After the tubing was adjusted, the beeping stopped temporarily but returned and continued without stopping. The patient reported that there were no alerts or color changes on the display screen, and the screen continued to show that the infusion was running. The patient was due for a cassette change later in the day and was advised to complete the cassette change earlier when able. A backup device was available, and the patient successfully switched to it, allowing the life-sustaining infusion to continue. There was patient involvement and no harm reported.